Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Product not available for return.

Event description:
It was reported that the nozzle disengaged during cementing. No medical intervention was reported.

Manufacturer narrative:
H3 other text : product not available for return.

Event description:
It was reported that the nozzle disengaged during cementing. No medical intervention was reported. Additional information has been requested.